Event description:
Information was received that a smiths medical cadd solis pump appear to be over or under pumping. Example: the pump reservoir shows there should be 50 ml out of 250 ml remaining but the bag is dry. We also have had the reverse where the pump reads a reservoir volume of zero yet there is a significant volume of medication remaining I the bag. This occurs with programs that we have built in the library as well as when the pumps are programmed manually. It does not appear to be an issue with any one drug as it occurs with numerous medications and appears to be at random with over vs under pumping. No adverse patient effects were reported.